Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. Labeling review: pre-operative warnings: the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that, during a procedure, a paddle shaver fractured near its cutting edge during rotational movement within the patient's disc space. The fractured portion was retrieved from the disc space with no patient harm or negative consequences. Another shaver was utilized to complete the relevant surgical procedure step and no further issues were noted to have occurred during the procedure.